Event description:
Reportable based on device analysis completed on 21dec2023. It was reported that pump was leaking liquid. The target lesion was in the vein of the lower extremity. A zelantedvt clothunter was selected for use. During the procedure, it was noted that the tubing from pump to catheter was leaking saline and blood waste. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device investigations revealed that the hypotube was clearly broken open and completely separated.

Manufacturer narrative:
E1. (B)(6). Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a severe kink located at 1 cm from the tip. Functional testing was attempted, however, the device would not prime. During analysis at the severely kinked location at 1 cm from the tip, the hypotube was clearly broken open and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.